Event description:
(B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The reported failure was confirmed and was reproduced in-house at the design facility. The investigation determined that the device power fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an evaluation was performed. The evaluation showed that the device failed to complete its internal self-test. The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).